Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "softening". Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Patient reported right side "softening". Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as surgical damage and observed an opening on posterior assessed as fold flaw opening. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ crease fold, stress marks and wear abrasion observed on the device. No further actions are required as the device was implanted.